Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The field representative was unable to obtain any additional information from the clinic. No adverse patient effects were reported.

Event description:
Additional information was received that the remote home monitoring system issued an alert for a high out of range pacing impedance measurement. The clinician contacted boston scientific technical services (ts) and noted that all other measurements were within range and stable. Ts discussed the option of bringing the patient in for evaluation and isometrics. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.